Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that there was not enough sample available while performing the repeat test. The ccc explained to the customer that not enough sample may have been aspirated, causing the low result. The original sample was not protected from light. Since bilirubin is photosensitive, this may have led to the low repeat value of the original sample. There is no known malfunction of the instrument.

Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on one infant patient sample in the intensive care unit on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The original result from a different sample draw had been higher. The original sample was then retested on the same instrument, also resulting lower. The repeat result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil result.